Event description:
It was reported that two er320's were used during an unknown procedure. It was reported by the affiliate that the instrument jaws were broken. There was no consequence to the patient.